Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 2 devices were received. Event confirmation status: 2 reported events for missing paint chips were confirmed. 1 reported event for heat was confirmed. 1 reported event for heat was not confirmed. Evaluation results: 1 device was found to be affected by internal corrosion and missing paint chips. 1 device was found to be affected by internal corrosion, compromised lubrication, and missing paint chips. 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device reportedly overheated and had paint chips missing. 2 events had no patient involvement; no patient impact.